Manufacturer narrative:
Correction: event is a duplicate of tw 16291878. Therefore, this event will be closed as a duplicate.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At an unknown time post procedure, a leak of 6mm was identified. The patient will remain on xarelto and follow up with another physician. It was further reported that this event is a duplicate of tw: 16291878. Therefore, this event will be closed as a duplicate.

Manufacturer narrative:
Date of event - estimated since unknown.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At an unknown time post procedure, a leak of 6mm was identified. The patient will remain on xarelto and follow up with another physician.